Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has delivered shock therapy for ventricular tachycardia (vt), after which the patient remained in a vt episode of unknown duration. Based on the available information, it is unclear whether the device experienced difficulty converting the rhythm or if the subsequent rhythm fell below the programmed therapy zone. No additional adverse patient effects were reported. This ICD remains in service. Additional information was received indicating that shock therapy delivered by this ICD was successful in treating the underlying rhythm, however this patient experienced recurrent vt episodes due a vt storm. The physician considered that no reprogramming of this device was required. No adverse patient effects were reported. This ICD remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has delivered shock therapy for ventricular tachycardia (vt), after which the patient remained in a vt episode of unknown duration. Based on the available information, it is unclear whether the device experienced difficulty converting the rhythm or if the subsequent rhythm fell below the programmed therapy zone. No additional adverse patient effects were reported. This ICD remains in service.